Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date. Prior to use on the patient, it was noted that the packaging of the suture had a hole. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. Once foil packets are peeled open it cannot be determined if defects were present before or after packet was opened. Peeling open foil packets creates trauma to the primary packet materials. This trauma can cause pin holes and tears in the foil material. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.